Event description:
It was reported that the customer was experiencing high blood glucose for weeks. Customer's blood glucose was unknown. Troubleshooting was done. Customer expressed symptoms of chest pain, arm pain, leg pain and neck pulsating. Customer treated with bolus. It was found that there was inaccurate bolus history. Advised customer the insulin pump would be replaced. Advised customer to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.